Event description:
Customer reports one incident of a blood leak in the middle of pt treatment on reuse #5. Noted by a blood alarm and visible blood in the dialysate hose. Confirmed with hemastix. Estimated blood loss was 150 cc's. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.